Manufacturer narrative:
Method: film.

Manufacturer narrative:
(B)(4). Results: vessel occlusion. Conically shaped aortic neck. Conclusion: vessel occlusion. Conically shaped aortic neck.

Event description:
Films were reviewed as follows: several still m2s images pre-implant (unknown study date) confirmed that the proximal neck, aaa, distal neck and iliacs were all severely calcified. There was no scale on the images; measurements could not be made. No additional information regarding the cause of the events could be made from these limited images. Post-implant films were not provided; the reported proximal type I endoleak could not be assessed. It is possible that the calcified and conical proximal neck may have contributed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 x 5.0 cm abdominal aortic aneurysm. The patient had challenging access. The aortic neck was 12 - 15 mm in length, diameter went from 22, 23, 24, 25.5, 26, 27 mm from proximal to distal (conical neck) with angulation. The iliac arteries had moderate to severe calcification. Heavily calcified and narrow distal aorta. After the bifurcated stent graft and contralateral limb were implanted a completion angiogram indicated a proximal type I endoleak and the decision was made to place an aortic cuff a few millimeters proximal in an attempt to resolve the endoleak as there were a few millimeters of aortic neck below the lowest right renal artery. The delivery system of the aortic cuff was placed and partial deployment of the cuff was initiated. At this time the physician decided to wire the right renal artery from the patient's left brachial access in order to snorkel the right renal artery after which completion of the stent graft deployment will be done above the right renal artery. Once the right renal was wired with another manufacturer's wire, the aortic cuff was advanced proximal and deployment of the cuff was completed because the partially deployed cuff was blocking the advancement of the 7x27x120 renal stent and the sheath. The aortic cuff deployment went as planned and delivery system was removed. The placement of the aortic cuff covered the right renal artery and was properly aligned as planned below the left renal artery. It was also noted that during the process of exchanging the short sheath from the left brachial to the long 7f sheath, the right renal wire access was lost therefore preventing the surgeon from completing the "snorkel" of the right renal artery. The aortic cuff was ballooned with a reliant balloon. No clinical sequelae were reported and the patient is fine.